Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient had slipped and fell on their back step, and hit the ins, which caused the ins to move closer to their spine. Because the ins had moved the patient has been having a hard time keeping the recharger antenna over their ins when recharging the ins. The patient reached out to the manufacturer representative (rep) on (B)(6) 2018, who suggested the patient request adhesive discs to help hold the recharger antenna in place. The patient was redirected to their doctor; it was noted that they were scheduled to meet with their doctor on (B)(6) 2018. The rep stated the ins may need to be put back to where it is supposed to be. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was in the same location it was surgically placed. The cause of the recharger not staying over the ins was that the patient was not using the charging belt while charging. The rep provided re-education on charging. The patient received adhesive discs and the issue was resolved in conjunction with using the charging belt. The patient's symptoms were not yet resolved and the patient has loose adipose tissue and the skin moves over the ins. No further complications were reported.